Event description:
It was reported that oversensing, noise and inappropriate auto mode switching (ams) was observed on the right atrial (ra) lead. No interventions occurred. The patient's condition was stable before, during and after the event.